Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to implant a 13.2mm vicm5_13.2 implantable collamer lens, -9.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens tear during delivery into the eye. The lens was exchanged for an identical model and diopter. There was no report of any apparent injury. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens haptic torn/broken and optic torn/split. Claim # (B)(4).